Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, requiring multiple attempts to power the device back on, consistent with a key or button not working on the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed an electrical problem associated with the sleep/wake switch, aligning with a button unresponsive issue at the switch/relay component level. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.